Event description:
It was reported that episodes of noise resulting in oversensing and inappropriate high-voltage (hv) therapy were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of sensing noise and inappropriate shock were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed rib clavicular crush damage and the insulation was slightly compressed distal to the suture sleeve tie-down impression. X-ray examination revealed the inner coil fracture at this region. Electrical testing performed found an open circuit due to fracture inner coil. The cause of the reported events were isolated to rib clavicular crush damage.